Manufacturer narrative:
Patient's weight unavailable from facility. Device lot and expiration date unavailable from facility. Device manufacture date unavailable from facility.

Event description:
Lead extraction procedure to remove 2 leads (rv, ra) due to infection. The rv lead was extracted successfully. A visisheath was then used (along with a non-spnc device) for extraction of the ra lead, which was extracted successfully. After devices were out of the body, an effusion was seen on tee (trans esophageal echocardiogram) and patient's blood pressure dropped. Rescue efforts commenced immediately including sternotomy; a tear was found at svc/innominate junction, and an additional tear was later found in the aorta. Tears were repaired; patient survived procedure.